Event description:
It was reported that pump displayed malfunction alarm and customer reset pump before calling, so specific fault information was not confirmed. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate method if needed, while technical support arranged replacement pump under warranty, confirmed shipping details, and provided instructions for storage mode, returning malfunctioning pump, programming settings, and reconnecting continuous glucose monitor.